Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 570 mg/dl. The customer treated their blood glucose with a bolus delivery and a manual injection. The customer's blood glucose declined to 390 mg/dl after treatment. Customer declined to troubleshoot for their insulin pump. The customer also reported a calibration error alarm. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.